Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event and patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155982.

Event description:
It was reported that the patient experienced shocking sensations, ineffective therapy and numbness. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on an unknown date to address the issue. It is unknown which lead the allegation is against.